Event description:
It was reported, the pt had a surgery from a l5-s1 lumbar arthodesis. The follow-up x-rays didn't show any problem. Nine months later, the pt felt pain (lumbar): the ball ring was broken. The pt had a revision to remove the devices.